Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system after ceasing meal announcements and relying on automated corrections, with subsequent overtreatment of lows leading to rebound hyperglycemia and repeated correction cycles. Symptoms included low blood glucose to the 50s. Outcomes included self-treatment with oral glucose in the form of juice and no hospitalization. Investigation included review of reported glucose patterns, total daily dose versus meal insulin amounts, and user education by clinical support. Investigation of this case revealed user behavior contributing to hypoglycemia and rebound hyperglycemia, including missed meal announcements and overtreatment of lows. It was concluded that the event was related to use error, and education on the 15 g/15 min rule and proper meal announcements was provided along with arranging remote training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.